Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The field service representative calibrated the defibrillation energy as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was delivering the incorrect amount of energy. In this state the appropriate level of defibrillation may not be delivered. There was no patient involvement reported with the event.